Event description:
A doctor reported that a patient treated for lasik vision correction in both eyes presented at the one week post operative examination with an undercorrection of -2.00 diopter and best corrected visual acuity of 20/30 in the right eye. The left eye is correctable to 20/20.

Manufacturer narrative:
An amo field service engineer evaluated both the laser and the wavescan at the customer location and no issues were found with the equipment operation. The product is within its specification. No further information is available.